Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A device history record review revealed no issues that could have caused or contributed to the reported issue based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not working. There were no reports of patient harm.

Event description:
It was reported that the subject device was not working. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.